Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, both phenomena 1 and 2 were reproduced. It was determined that the phenomenon (1), ¿no images were displayed¿, occurred due to a communication failure caused by a cable failure. The cause of the cable failure could not be identified. Phenomenon (2): error e322 is an error that occurs when the camera head attempts to display the information on the device while the camera head is not connected. It was determined that this error occurred when displaying the information of the device while the camera head was not connected due to a cable failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer¿s complaint was confirmed. During a third-party investigation the following inspection and diagnosis was provided: it was detected that the image fibers for data transmission was broken, resulting in the image not displaying on the screen and the serial head and buttons were not working. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the device e322 scope communication error occurred on the 4k autoclavable camera head. The issue occurred during a diagnostic procedure. During preventive maintenance of the device the scope exhibit no image. There was no patient harm associated with the event.